Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported suture did not capture the arterial wall could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral angiogram procedure. Reportedly, the proglide suture did not capture the arterial wall. Another proglide was attempted and the suture could not be removed. A third proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.